Event description:
It was reported that the bd syringe plastipak 3ml s/su had leakage past the stopper. The following information was provided by the initial reporter: it was reported that the product is not holding pressure and is leaking medication through the plunger. Purchase invoices: no. (B)(4), nf: (B)(4), quantity: (B)(4). Additional information received on 16-mar-2026: could you confirm how many units of the product exhibited the problem/defect? (B)(4) units when was the problem/defect identified: before, during, or after use? During/after use was there any harm to the patient¿s health? If yes, please explain in detail. No. Was the incident reported to anvisa? If yes, what is the notification number? No. Can you confirm the date (dd/mm/yyyy) on which the problem/defect occurred or was identified? 02/11/2026.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.